Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Eighteen devices were received for evaluation; 17 events were confirmed during testing. Ten devices were found to be affected by corrosion. Four devices were found to have bearing damage. Two devices were found to be worn. One device had a loose link nut. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device overheated. Ten reported events had no patient involvement; no patient impact. Seven reported events had patient involvement; no patient impact. One reported event had no information available from the facility regarding patient involvement or patient impact.